Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no indication that there was any lead fragments left in the patient, per medical safety assessment. (B)(4).

Event description:
It was reported that the patient experienced complications with the implantable neurostimulator (ins) and it was later surgically removed. It was stated that the lead broke during removal. The patient currently experienced chronic physical pain in the low back, tailbone, left hip, and left leg. It was added that the pain was also caused by nerve damage. It was mentioned that the patient had post-traumatic stress disorder (ptsd) and depression symptoms. It was unclear if the patient had a history of ptsd and depression or if the event caused those symptoms.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).